Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged black particles in device. The patient alleged having cancer, bacteria in lungs and black particles. The patient also alleged headache, dizziness, sore throat, cough, discolored phelm, flu like symptoms. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-90314. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged black particles in device. The patient alleged having cancer, bacteria in lungs and black particles. The patient also alleged headache, dizziness, sore throat, cough, discolored phelm, flu like symptoms. The manufacturer received new information allged breathing fumes, coughing up green mucus. There was no serious or permanent patient harm and injury.in this report, section b1, b2, g3, h1, h6 has been updated or corrected.